Event description:
The user facility reported a 67-year-old patient needing mechanical circulatory support. It was reported that the patient was on impella cp for hemodynamic support. While on support, the initial impella femoral access attempt aborted due to severe peripheral vessel disease and unsuitable target for reperfusor sheath, higher purge flow rate and lower purge pressure, rapid afib (atrial fibrillation), episodes of vt (ventricular tachycardia)/v-fib (ventricular fibrillation) requiring defibrillation, and unsuccessful perclose attempts was noted. Purge cassette was changed, no leaks observed, and flo seal applied to tract.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.